Event description:
It was reported the patient experienced no stimulation sensation. It was reported there was an end of service/end of life (eos/eol) message. The patient was reportedly not getting any stimulation at all, and stopped feeling stimulation yesterday. (B)(6) 2014. The patient reportedly saw the eos screen yesterday and subsequently went to the emergency room. The patient was admitted to the hospital, and was there at the date of current report. The patient noted ¿the physician and the nurse didn¿t believe me that the battery was gone.¿ the patient told the physician or nurse that the battery was depleted. The patient was told by the physician to discuss the issue with her health care provider. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).